Event description:
It was alleged that a brake issue occurred and that the reported stretcher rolled over the clinicians toe and bruised it. No medical intervention was received at the time of the notification.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional info is received, a follow-up report will be submitted.